Manufacturer narrative:
Medtronic received the following information from the journal article entitled: externalized transapical guidewire technique for complex aortic disease: a single-centre experience takashi murakami, akimasa morisaki, shinsuke nishimura, yosuke takahashi, yoshito sako, mariko nakano, etsuji sohgawa, hiromichi fujii and toshihiko shibata european journal of cardio-thoracic surgery 2019 55 (4) https://doi.org/10.1093/ejcts/ezy349. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for thoracic endovascular aortic repair with the externalized transapical guidewire (etag) technique. The following events were reported: serious injury: occlusion cardiac tamponade re-intervention